Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the air bubble detector failed to function. The procedure was concluded without the use of the device. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.